Manufacturer narrative:
(B)(6). Corrected narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, vaginal scarring, internal hemorrhoids, diverticulosis, and has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh revision surgery in (B)(6) 2008 and had the mesh removed on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent surgery to treat pelvic organic prolapse on (B)(6) 2001 and a mesh was implanted. It was reported that the patient underwent mesh revision surgery in (B)(6) 2008 and had the mesh removed on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to FDA: 5/16/2016.

Event description:
It was reported that a patient underwent a pelvic organ repair procedure to treat pelvic organ prolapse on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).